Event description:
It was reported that during a laparoscopic assisted anterior resection procedure, the gun was fired across the recto-sigmoid junction. Upon opening the device, it was noticed that the distal staple line (right side of reload) was not formed. The procedure was converted to open.

Manufacturer narrative:
Date sent: 09/03/2009. Info anticipated, but unavailable at this time.